Manufacturer narrative:
A case of ineffective stimulation was reported to abbott. The patient's rep attempted to reprogram the patient but was unsuccessful. The patient underwent a lead revision surgery. During surgery, the leads were disconnect and reconnected, and the rep was able to program the patient. Post surgery, the patient was not getting any therapy, even on the highest settings. It has not been determined why the patient is not getting effective therapy. The patient's system was explanted due to inadequate pain relief. No devices were returned. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) to address the ineffective stimulation. During the procedure high impedance was noted on the lead. The procedure was completed without explantation or resolution. Further surgical intervention may be pending.

Manufacturer narrative:
Explant date is estimated.

Event description:
It was reported surgical intervention was undertaken in january 2021 during which the system was explanted due to ineffective stimulation.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced ineffective stimulation. X-ray imaging did not find any issues with the lead. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.